Event description:
During a laparoscopic tubal ligation procedure, the seal on both of the devices broke. Rtrieved from pt. The case was completed with another device if the same product code. There was no pt consequence.